Event description:
It was reported that during the deployment of the transcatheter aortic valve evfxplus-26 in a patent with tortuous anatomy; the patient's blood pressure dropped. Cardiopulmonary resuscitation was initiated after full release of the valve. An echocardiogram revealed an effusion. Per the physician, the effusion was possibly related to the advancement of the non-medtronic guidewire into the left ventricle. Subsequently, a pericardial window procedure was performed to treat the effusion. The patient was eventually stabilized after several cubic centimeters of fluid were removed. The patient was transferred to the intensive care unit where they experienced a prolonged hospital stay. The procedure was delayed by approximately 30-minutes.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012215989); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (serial: (B)(4)); product type: 0195-heart valves; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.